Manufacturer narrative:
An event of an explant due to an unknown cause was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date 20-25 years ago an abbott aortic mechanical was implanted. On (B)(6) 2020 was explanted and was replaced with a tfgt-23a. There was thrombus and pannus observed on the valve. The patient is recovering from the procedure. No adverse consequences were reported.